Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with diaphragmatic stimulation and no capture in any vector. The patient was sent for x-ray, which confirmed lead dislodgement. There were no other electrical anomalies. The lead was repositioned on (B)(6) 2017. Patient was fine before, during and after the procedure.